Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable troponin t hs stat results for multiple patient samples and had failing qc results on (B)(6) 2018. The field service representative replaced the sample tubing and lubricated the mixer assembly. He ran performance testing which was acceptable. The repeat testing was performed on (B)(6) 2018 after the service visit. Patient 1 initial result was 11.23 pg/ml and the repeat result was 25.38 pg/ml with a data flag. Patient 2 initial result was 16.17 pg/ml with a data flag and the repeat result was 26.00 pg/ml with a data flag. Patient 3 initial result was 85.47 pg/ml with a data flag and the repeat result was 135.0 pg/ml with a data flag. The following samples were initially tested on (B)(6) 2018: patient 4 initial result was <3 pg/ml with a data flag and the repeat result was 11.84 pg/ml. Patient 5 initial result was <3 pg/ml with a data flag and the repeat result was 6.85 pg/ml. Patient 6 initial result was 6.35 pg/ml and the repeat result was 122.5 pg/ml with a data flag. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.